Manufacturer narrative:
Correction made to the conclusion code, due to the fact that philips is unable to determine a cause since the customer didn't accept the quotation for repair.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported battery and power selector are damaged. There was no reported patient involvement.